Event description:
It was reported that before the operation of implantation, the surgeon did the test according to labeling. He discovered that the valve was leaking from the side. So the physician stopped the operation and removed the valve.

Manufacturer narrative:
The device has not been returned to MFR.